Event description:
Salter labs ref 1600 nasal cannula. Pt uses the nasal cannula for oxygen and they make pt sick from the odor of vinyl. Pt reported this to the co and they said to air them out for 20 mins or so to clear out the odor. That just does not work. Pt has to run compressed air thru all of them they get from the hosp for their care for 2 days. When pt was admitted to the hosp pt had to use their old one because hosp's new one made pt sick. Pt thought that all products for medical and food use were supposed to be odor free. If this is the case salter labs is not complying. Pt is tired of wasting time to air out 2 to 3 of these cannulas for them to use. If pt could find another MFR of this product that is odor free they would request the hosp purchase them for pt to use.